Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue recurs.